Event description:
Series of problems with 3 insulin pumps (currently using 4th pump). Problems: "system errors", batteries lasting only 3 days, pump turns "off" and screen goes blank, problem with prime function.